Event description:
Suture breakage post-op. Customer reports that during CABG surgery, suture broke while tying the proximal anastomosis. Sutures were removed, replaced and surgery was completed. A post-op dehiscence of the proximal graft anastomosis occurred. Pt sustained a cardiac arrest and was returned to the operating room for re-anastomosis of the proximal suture.